Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call she was hospitalized due to high blood glucose. The blood glucose reading was 600 mg/dl. The customer had treated with a bolus that had no effect. A bent cannula was found. The customer declined troubleshooting for high blood glucose and stated that the issues is resolved with a set change. The customer reported that the spring in the inserter felt weaker after years of use and that had caused the bent cannulas. The inserter device was returned and replaced.